Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurate low compared to feelings. The following complaint was classified based on documentation from the customer care advocate (cca). The patient advised that the alleged product issue began in (B)(6) 2012 (exact date unknown) at an unknown time in the morning when she obtained control solution results of "88mg/dl", on the subject meter and she compared these results to the control solution range on her test strip vial. The patient manages her diabetes with oral medications, diet and exercise. The patient advised that she became "sweaty" due to the product issue. The patient denied to the cca that any treatment was received due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.